Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement case the wire perforated in patient's left ventricle prior to the valve being deployed. There had been a slight struggle advancing the delivery system through the sheath due to the patient's tight vessel anatomy. The team panned down to the level of the iliacs to ensure the delivery system was, indeed, advancing, which it was. When they panned back up to the heart, they noticed the wire was well into the pericardial space. The valve was deployed and an attempt was made to close the hole in the apex. Unfortunately, the patient expired on the table.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The resistance advancing the valve and delivery system through the sheath and subsequent ventricular perforation were unable to be confirmed due to unavailability of returned device/applicable imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during a transfemoral transcatheter aortic valve replacement case the wire perforated in patient's left ventricle prior to the valve being deployed. There had been a slight struggle advancing the delivery system through the sheath due to the patient's tight vessel anatomy.'' In this case, it is likely that undersized vessel likely contributed to the event as it was reported that ''there had been a slight struggle advancing the delivery system through the sheath due to the patient's tight vessel anatomy.'' Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As such, available information suggests that patient factors (undersized vessel) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.